Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 130 mg/dl, 140 mg/dl and 500 mg/dl at the time of incident and the current blood glucose level was 188 mg/dl. The customer was assisted with troubleshooting. The customer stated that the symptoms related to high blood glucose such as chest pains and migraines. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the auto mode feature was not active. The customer was treated with insulin pen. Customer reports they had contacted their health care professional regarding the high blood glucose. Customer was not alleging pump was under delivering. Customer was unable to perform high pressure test at that time. The insulin pump will not be returned for analysis.